Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review will be performed. The device has been returned for evaluation; the evaluation identified the pta dilatation catheter stuck in an introducer sheath. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cq7584, pta dilatation catheter, allegedly experienced a retraction issue. This information was received from one source. This malfunction involved a female patient of 65 years of age weighing 61 kgs, with no consequences to the patient.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cq7584, pta dilatation catheter, allegedly experienced a retraction issue. This information was received from one source. This malfunction involved a female patient of (B)(6) years of age weighing 61 kgs, with no consequences to the patient.